Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during an explant procedure the physician could not get the entire lead out and some pieces still remained in the patient¿s body. The patient was doing well post-operatively.